Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 992 mg/dl. Cause of bg level was not clear. Customer was admitted to the intensive care unit with moderate ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and "bp medications", resolving the issue with no permanent damage. Discharge date was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.